Manufacturer narrative:
The device remains in the pt. The lot number was provided. The lot history record for this product was reviewed and there are no non-conformances that could have contributed to this complaint. Without the device, any images, or device stent delivery system available for analysis, we are unable to determined a root cause. All rx acculink devices are 100% visually inspected in the mfg process. Study event.

Event description:
Device malfunction: bent stent. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, there was kinking at the distal end of the rx acculink stent after deployment requiring a second stent to overlap with good results. No adverse pt effects were reported. No additional info was available.